Event description:
The customer reported the c-arm steering handle was difficult to turn. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering assembly was evaluated and disassembled. The steering u-joint was repaired. The system was tested and found to be working as intended and returned to service.